Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the pulsing sensation was unknown and the steps taken to resolve the issue were unknown as well. Additional information was also received from patient services. It was reported that upon further review, correction is being made. Patient reported that "the pain in my back is getting better, where the battery's at, doesn't hurt as bad anymore."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that about 3-4 days after they received the implant, they started to feel burning sensation in right side of vagina. Patient said that the burning sensation was intermittent and worse when they were going to the bathroom or when they sit down or bend. Patient had decreased the setting a few times and said that initially felt better afterwards, however then the burning started again. Patient had decreased it from .9 down to . 7 then to .5 and now was at .4 on program 1. Patient said that they had only lifted their nephew once about a couple days ago, said that he was heavier. The circumstances that led to the reported issue were unknown. During the call, patient turned stimulation off on the current program and said that the burning sensation subsided however then said started to feel an irritation in the same area. Next, the patient switched from program 1 to program 2 and after increased the setting said that they felt a pulsation instead of burning, and confirmed that sensation was comfortable. Patient confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. When asked, patient said that their post op follow up appointment is on april 18th. Patient was directed to report burning sensation as well as any additional updates to managing healthcare provider.